Manufacturer narrative:
Correction to d1: brand name: updated from baylis rfp-100a repair kit to nrg transseptal needle.

Event description:
During transseptal puncture a nrg transseptal needle was selected for use. It was reported that an attempt was made to pass the needle through a non-boston scientific sheath to perform brockenbrough "bb" method puncture, but it was not able to cross; therefore, a new needle was used and crossing was completed successfully with no patient complications. The device was disposed following the procedure. It was further reported that two to three attempts to cross were made, however, it was unknown why the needle was unable to cross. The patient did not have tortuous or unusual anatomy.

Manufacturer narrative:
The nrg transseptal needle was returned to boston scientific for analysis. The device passed the design specifications for the active tip length measurement, continuity test, as well as the puncture test performed on a top-bench model. The device, however, failed the design specification for the curve overlay inspection. The reported event could not be replicated during investigation because the returned needle was able to successfully deliver rf and puncture tissue when tested on a benchtop model. It is possible that it was challenging for the physician to achieve acceptable contact between the active electrode of the needle and the tissue, leading to failure to cross the septum. It is also possible that there was improper timing between advancement of the rf needle and the delivery of rf, which can also lead to failure to cross the septum. Moreover, the nrg needle could have been inside the sheath/dilator when attempting to deliver rf, which could have shielded the nrg tip and prevented rf delivery to the target anatomy. This could be the case due to the evident manual reshaping of the needle along the curve profile, where the curvature of the needle could have prevented its proper advancement through the sheath/dilator.

Event description:
During transseptal puncture a nrg transseptal needle was selected for use. It was reported that an attempt was made to pass the needle through a non-boston scientific sheath to perform brockenbrough "bb" method puncture, but it was not able to cross; therefore, a new needle was used and crossing was completed successfully with no patient complications. The device was disposed following the procedure. It was further reported that two to three attempts to cross were made, however, it was unknown why the needle was unable to cross. The patient did not have tortuous or unusual anatomy.

Manufacturer narrative:
It was indicated that the device was discarded at the health care facility and will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During transseptal puncture a nrg transseptal needle was selected for use. It was reported that an attempt was made to pass the needle through a non-boston scientific sheath to perform brockenbrough "bb" method puncture, but it was not able to cross; therefore, a new needle was used and crossing was completed successfully with no patient complications. The device was disposed following the procedure.